Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: d9 - date device returned to manufacturer. H6 - codes updated to imdrf codes. The complaint device was not received for investigation. A photo investigation was performed based on the image attached to an email in the notes & attachments section of pc titled "source file - nov col 282931 cinta roja". The image was reviewed, and the complaint condition is not confirmed. The nail shows no signs of damage or other defects. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No lot number was provided or found in the photos, therefore no DHR could be performed. If a valid lot number is provided or the physical device returned, the DHR will be revisited. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.,background: it is sent for a report for extraction of quality nail rafn 260 x11 + 2 locking screws. Visual inspection: the expert rfn ø11 cann l260 tan light green (p/n: 04.013.532 & lot #: h409705) was returned and received at us cq. Upon visual inspection, it was observed that no visual defects were observed with the returned nail. The nail had few scratch marks but that doesn't impact the functionality of the device. The nail was manufactured according to the specs as no issues were observed while reviewing the manufactured record evaluation. No other visual defects were identified with the device. Investigation conclusion the complaint condition was not confirmed for the rfn nail. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - null,part #: 04.013.532 synthes lot #: h409705 release to warehouse date: 19 jul 2017 manufactured by: synthes monument no ncrs were generated during production. Device history review - no lot number was provided or found in the photos, therefore no DHR could be performed. If a valid lot number is provided or the physical device returned, the DHR will be revisited.,review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2: additional product code: hwc. D1, d2a, d2b, d4: updated impacted product. E1: updated. G1: updated. G4: updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unk - nails: rafn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. (B)(4).. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, locking screws of retrograde/antegrade femoral nail (rafn) were extracted. This report is for one (1) unk - nails: rafn. This is report 1 of 3 for complaint (B)(4).